Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure. Symptoms/ae: right leg weakness. It was reported that 12-days post-procedure of a left internal artery stent procedure, the pt presented with c/o right leg weakness and a stat CT of the brain was ordered. The pt saw a different physician, and upon evaluation, the pt appeared to have symptoms possibly related to a left hemispheric stroke with minimal residual. There was no intervention reported. No add'l info available.

Manufacturer narrative:
The lot history record (lhr) was reviewed and there are no non-conforming material reports (nmrs) associated with this lot number.